Event description:
This is a report of a patient who experienced a system error 2367 (resume error, critical error found) on the homechoice machine. This occurred during peritoneal dialysis therapy. The patient was connected at the time of the event. There was patient involvement, but no report of patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.